Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #1627487-2013-12585. Reference MFR report #1627487-2013-12586. Reference MFR report #1627487-2013-12587. It was reported the patient experiences heating/burning while charging. The patient also experiences pain and sensitivity at the ipg site. It was also reported the patient experiences intermittent stimulation. The patient has an appointment with her physician to discuss the issues. Note: the patient has two leads from different lots. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.